Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Troubleshooting could not be performed due to the devices low battery. The device was explanted and replaced as a result of routine battery depletion.

Manufacturer narrative:
(B)(6)..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.